Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the main coil was kinked/bent and stretched, the main coil suture was damaged (physical break at the distal tip ball) and the main coil was broken/fractured. Procedural fluid was noted within the introducer sheath. During functional testing, the main coil could not be advanced from the introducer sheath following flush. It could only be retracted. In the case of this complaint it is most likely that the main coil was damaged during the procedure due to some procedural/anatomical factors encountered leading to the coil losing its 360 shape. Therefore, an assignable cause of procedural factors has been assigned to this investigation.

Event description:
Based on the review of the investigation of the returned product, it was found that the main coil was broken.